Manufacturer narrative:
A lot number was not provided so a device history record review could not be performed. A sample was received for evaluation. A burn mark about 4 inches from the center of the drape was observed. It was noted that it looked to be caused by a graduate of some sort being placed in the basin. Based on the sample review this does appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
End user noticed a hole at the end of the procedure. No patient injury or treatment was reported for the incident.

Manufacturer narrative:
A lot number was not provided so a device history record review could not be performed. A sample was received for evaluation. A burn mark about 4 inches from the center of the drape was observed. It was noted that it looked to be caused by a graduate of some sort being placed in the basin. Based on the sample review this does not appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
End user noticed a hole at the end of the procedure. No patient injury or treatment was reported for the incident.